Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty air in line printed circuit board. The air in line printed circuit board was replaced to correct this condition. Additional: a service history review has been performed and the device was not previously serviced by baxter. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Event description:
During service at baxter for another report, a false air in line alarm was discovered. There was no report of patient involvement. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.08.00.